Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the right ventricular (rv) lead. The device was upgraded and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead remains in use and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.